Event description:
Customer reported recurring no delivery alarms. He stated that the issue was not resolved with changing the infusion set or reservoir and did not have a plunger available to push the insulin though the tubing. The blood glucose reading was 300 mg/dl. Customer treated with manual injection. He was advised to run a fixed prime and stated that insulin did not exit. Customer was able to get insulin to exit through the manual prime during the troubleshooting. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.